Event description:
Additional information received indicates that surgical intervention took place on (B)(6)2023, where the patients ipg was repositioned. Related manufacturer reference number: 1627487-2023-03036.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient is experiencing pain at the ipg site. Surgical intervention may take place at a later date to address the issue.